Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defective event was caused by stress of repeated use, external factors, or handling of the device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus, testing and inspection found that the peeling of the adhesive was most likely caused by chemical or physical stress. During testing and inspection, the customer¿s complaint (air/water leakage) was confirmed and caused by a pinhole on the universal cord. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that they observed air/water leakage from the universal cord. There were no reports of patient harm associated with this event. The subject device was sent back to olympus for evaluation. During inspection and testing the following was found: the adhesive part of the objective lens has peeled off the device. This report is being submitted for the malfunction found during evaluation (peeled adhesive).